Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. All other rv measurements were within acceptable range. The rv lead remains in service and there have been no adverse patient effects reported.